Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that during the right ventricular (rv) lead implant procedure, the physician "hit the bundle of his and caused a total heartblock. I'm pacing now all the time. I was less than one per cent for eight years". The patient further reported that the rv lead was "losing some amplitude". The rv lead remains in use. No further patient complications have been reported as a result of this event.